Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that during a procedure, the surgeon notice a fragment in the eye during cortex removal. The plastic piece wasn't retrieved and is still in the eye. The customer indicated that no medical intervention is planned.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. The one fluid management system (fms) with detached drain bag, one red infusion sleeve, and one balanced salt solution (bss) bag with solution were returned. The fms was flushed thoroughly with the returned bss bag and filtered water using the console and the material was collected in a water container. The collected fluid from the product was filtered separated through a fine cellulose acetate .8 micron filter. The sampling generated post-surgical residue; visco-elastic, and lint material. Eight petri dishes were sent to the particulate lab for further investigation. The particle lab identified a small particle of approximately 135 microns in diameter and could not identify the material composition. The customer stated that the foreign material was left in the eye and that only the pak was returned and not the material identified in their provided image. Based off visual comparison of the 135 micron particle with the image of the foreign material in the eye, it appears that the materials are not similar. The particle identified particle, sufficiently met the specifications for debris in the product fluid paths and could only be identified when microscopically examining at 200x magnification. The root cause of the customer's complaint could not be confirmed from the information and sample provided. It is unclear what the foreign material was composed of that remained in the patient's eye. Potential root causes for the source of this material could be an error that occurred during the manufacturing process, supplier process, or customer handling. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as there was not a sufficient sample to analyze. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).